Event description:
It was reported that the 9800 system would not complete boot cycle, and it stops at 5 arrows on the mainframe display. No patient data or injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Reconfigured cmos settings on workstation. The system was tested and found to be working as intended.